Event description:
A trilogy evo was returned to the third-party service center for service. There was no serious patient harm or injury that occurred or was reported. The device was not reported to be in clinical use. During the evaluation of the device at third-party service center, the error log was downloaded and evaluated, but no actionable errors were found. Internal/external inspection of device found no cosmetic damage. The device was tested and the device failed a pressure verification test step during testing. The machine flow sensor was replaced to address the issue. The device was re-tested and all testing passed. Additionally, prior to the device failing a pressure verification test step, the device failed a fio2 sensor tubing verification test step. The fio2 tubing was replaced to address the issue. This test failure is not considered a reportable issue as the fio2 sensor is used for monitoring purposes only and does not affect therapy.